Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182), b17 - device not returned, c20 - no findings available. Correction: report source. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module infused from the primary bag of normal saline , however it was programmed to infuse the secondary bag. Per customer medication in secondary bag varies depending on orders. No specific event was captured by customer email. There was patient involvement but no harm.

Event description:
It was reported that the pump module infused from the primary bag of normal saline , however it was programmed to infuse the secondary bag. Per customer medication in secondary bag varies depending on orders. No specific event was captured by customer email. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.